Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted and leveled the dilution tray due to imbalance and shifting. The cause of the discordant ldpl results obtained on auto-dilution is imbalance and shifting of the dilution tray. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely low lactate dehydrogenase p-l (ldpl) results were obtained on samples from one patient on an advia 1800 instrument upon auto-dilution. The first sample (sample 1) obtained from the patient resulted lower upon dilution than neat. The discordant result was reported to the physician(s), who questioned it. The sample was rerun on an alternate instrument and the auto-dilution result was higher than the neat result, as expected. A new sample (sample 2) was obtained from the patient and tested on the advia 1800 instrument. The auto-dilution result was also lower than the neat result for sample 2. The sample was rerun on an alternate instrument and the auto-dilution result was higher than the neat result. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ldpl results.